Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and unable to download due to corrosion on all electronic assemblies. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify failed batt test alarms, replace battery now alarms or heating of battery anomaly due to critical pump error. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, severely stained serial number label, missing end cap address label, corrosion in battery tube, severe corrosion on force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was overheating and had asked them to replace the battery at an hour and a half for about six times. They changed the battery and received a failed battery alarm. The customer's blood glucose level was unknown. Troubleshooting was performed. Due to the reason that the insulin pump was hot to touch and the front was warm, the customer was advised to monitor the device will be replaced. The device will be returned for analysis.